Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. The customer¿s blood glucose level was 264 mg/dl. During a follow-up call on (B)(6) 2018, it was reported that the reported issue was resolved.